Event description:
During a da vinci prostatectomy procedure, the bipolar prongs allegedly came out of the maryland bipolar forceps. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the alleged complaint: the bipolar insert was dislodged from the plug riser and was partially sticking out. The bipolar pins were slightly loose due to the dislodged insert. The insert may have not been fully seated in the chassis or may have been pulled out when the bipolar cord was removed. Inspection of the insert showed the retention tabs pinched inwards, which reduced the engagement with the plug riser. Additional observation not initially reported by the site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were .060 - .120 in length and were not aligned with the main tube axis. Engineering concluded that the main tube damage may have been caused by mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.